Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Blood glucose was not impacted.